Event description:
The customer reported on (B)(6) 2013 at 9:00 pm she activated a new pod. The next morning (10/3) her blood glucose was reading 18 mmol/l (324 mg/dl). She checked for ketones and there were none present. She immediately deactivated the pod and noticed the cannula had pulled out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia.